Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported image artifacts. A philips field service engineer (fse) confirmed there was no impact to the patient as a result of this issue. During system evaluation, the fse determined a crack in the compensator of the a-plane collimator was the cause of image artifacts. The fse replaced the a-plane collimator assembly to resolve the issue, and the system was returned to clinical use. This issue has been determined not to be a reportable event.